Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused. The expected therapy time was 48 hours; however, after 46 hours an unspecified volume of solution remained in the device. The device contained 89ml 5-fluorouracil (5-fu) and 27ml saline, having a total volume of 116ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between june 6, 2023 ¿ june 8, 2023. H11: the device was received for evaluation containing 60ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.